Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received additional information that the aneurysm treated was located in the cavernous segment and supraclinoid extended to left carotid artery. It was reported that the distal segment of the device did not open, as it was stuck in the capture coil. It was further reported and approximately 1/3 of the device was deployed and the physician rotated the push wire 10 times. The device was removed and a new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device's braid was returned for evaluation without the pushwire. The braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the braid were found fully opened with moderately frayed. No other anomalies were observed. Based on the analysis findings and the event descriptions, the report of stuck in capture coil could not be confirmed and the event cause could not be determined, as the returned braid was found fully opened with moderately frayed at both ends. However, the cause for damage could not be determined. Possible contributing factors of ¿stuck in capture coil¿ include damage to the braid and/or capture coil. However, the pushwire was not returned; therefore, any contributing factors from the pushwire (capture coil) could not be assessed. Per our instructions for use (IFU): begin to deliver the device using a combination of unsheathing the device and/or pushing the delivery wire until the tip coil and the distal marker are visible outside the microcatheter. Push the delivery wire and/or unsheathe the device to continue to expose the device. After several millimeters of device are exposed, the distal end may detach from the delivery wire. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered device, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Never rotate the delivery wire more than 10 full turns. If device does not open after 10 turns, remove the entire system (microcatheter and device delivery system together). Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation. Further follow up is being performed for additional information and device return.

Event description:
Medtronic received information that during treatment of an aneurysm, the distal segment of the device did not open. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.